Manufacturer narrative:
Unit passed the self test, displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No unexpected absence of occlusion alarm noted during testing. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alerts noted during testing. Battery cycle 2.0 received the lowbatteryalert (104) on 06/23/2025 14:57:00 after more than 7 days at 13.72 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Backlight was adjusted to different settings and no backlight anomalies noted during testing. No e/a alarm unspecified noted during testing or in the pump history/trace files. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window/cover, label damage, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Absence of occlusion alarms not confirmed during testing. Backlight anomaly not confirmed during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was not confirmed. E/a alarm unspecified not confirmed. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the middle button on the pump was not functioning correctly and is taking the patient to the wrong screen, the pump's battery life is being significantly reduced and requiring replacement 4 to 5 times a month, a lack of insulin delivery without alarms, a dim screen, and inaccurate continuous glucose monitoring readings. The blood glucose value at the time of the event was 19 mg/dl. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.